Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a developed blisters under her breast. There was no alleged device malfunction contributing to the irritation. Patient used hydrocortisone cream recommended by her doctor. Patient reported that the blisters healed.